Event description:
A surgeon reports that an intraocular lens was removed and replaced approximately two weeks following initial implant surgery. Two days following the lens exchange, the patient developed endophthalmitis. The patient's attorney reports that the patient has no functional use of this eye. Additional information has been requested from the surgeon. See also: MDR# 1119421-2002-00376.